Event description:
Indication for procedure: bi-v upgrade with 6 additional abandoned leads (3 right, 2 left & 1 epicardial). Procedure: the was a bilateral, lead removal procedure conducted in the operating room. Md began by prepping the lead's distal tips with a lld-ez, then lasing with a 14f sls to successfully remove the 2 left leads. Md then moved to the right side attaching another lld-ez to the lead's distal tip, then lasing with the 14f sls. After lasing for approximately 1.5 minutes, the md up sizing to a 16f sls. Continued to lase for approximately 2 minutes, then requested another 16f sls. Md continues to lase for another 3 minutes, the pt's blood pressure dropped, CT surgeon called into the room, ordered blood products to be hung immediately. The md proceeded to continue manually for approximately 2 minutes then called a code blue. CPR was started, the open heart team entered the room, a svc tear was found and repaired via a pericardial window within 10 minutes. The remaining leads were capped, pt was closed and transferred to the ICU to recover.

Manufacturer narrative:
Manufacture dates for all devices: unk. Analysis: there were no devices returned for analysis. No product-related complaints associated with this event were reported by the physician. Patient outcome: pt was stable and recovering in ICU.